Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. It was stated that it happened when patient stands after sitting for awhile. The patient was prescribed with a topical lidocaine patch.